Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up down ok buttons ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/22/2017 with the following findings: the complaint could not be investigated due to a blank display issue. A battery compartment crack was observed. The bolus button cover was torn and leak testing revealed a bolus button leak. Moisture was observed behind the display lens and on the pump¿s internal components.